Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the incision site and ineffective stimulation. As a result, surgical intervention was undertaken on 24dec2024 wherein the ipg and right lead were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the patient was experiencing ineffective stimulation, the ipg was operable prior to surgery. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.